Manufacturer narrative:
It was reported that the surgeon was inserting an a-line into a patient and after placing the dart in the vessel, and advancing the catheter, the guidewire unraveled upon removal. The patient did require additional needle sticks in efforts to secure arterial lines for ongoing hemodynamic monitoring however the patient was noted to be stable. The sample was returned to the manufacturer for evaluation and the customer reported issue of an unraveled guidewire was confirmed however a definitive root cause was not able to be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during removal of the guidewire the device unraveled. The patient did require additional needle sticks in efforts to secure arterial lines for ongoing hemodynamic monitoring however the patient was noted to be stable.